Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction. The teflon sheath was inserted into the pt's right femoral artery. When inserting the iab into the teflon sheath, the body of the catheter "got broken." According to the md, it was difficult to insert the iab into the teflon sheath so the md inserted it with force. As a result of the breakage, the iab was removed with the sheath. Another iab was retrieved for insertion. There was no reported pt death or injury. Medical/surgical intervention was not required. It is unk if there was a delay in therapy. Reference MDR #1219856-2010-00624 for the second report involving the same pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.